Event description:
A physician reported he was having a 25% radial tear rate for his laser cataract cases. There were no other complications or injuries as a result of the tears. Additional info has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue. No testing was performed as no parts were returned. Based on available info, a root cause could not be determined. The surgeon was not sure what had caused the tear and a review of the system's complaint history did not show a history of radial tears. (B)(4).